Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting noise and within range right ventricular (rv) lead impedance spikes, connection issues are suspected. Technical services (ts) was consulted and recommended possible evaluation options. This right ventricular lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).